Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2024 and forwarded to millyard advanced medical products, llc on (B)(6) 2024. The patient reported both pumps were giving a cassette problem error, and troubleshooting was unsuccessful. The patient was advised to go to the hospital to receive treatment, no adverse event was reported. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 16-may-2024 (report number: 3016798778-2024-00026). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show cassette problem and cassette depleted alarms on the date of the complaint. The logs leading up to these alarms are consistent with the pump being unable to move fluid forward. During investigation, two test deliveries ended early with cassette depleted alarms. The logs leading up to these alarms are consistent with the pump being unable to move fluid forward. The pump was disassembled, and evidence of fluid ingress was observed to be the cause of the alarms. Logs from remote (B)(6) (paired with pump (B)(6) show that between 10 days prior to and the date of the complaint, the system generated pump error, cassette problem and excessive noise attention alarms. During investigation, a test delivery was run which ended in a pump failure alarm. The pump was disassembled, and evidence of fluid ingress was observed to be the cause of the alarms. Five cassettes were returned and tested: (B)(4). No leaks were found. The cause of fluid ingress into the pumps cannot be determined. Both systems functioned within specification as they alarmed accurately and entered a failsafe state.